Event description:
On (B)(6), 2010, I had a hip replacement and was implanted with a depuy pinnacle device. The reason I had the surgery was for improved ambulation and to eliminate pain. When I woke up from this surgery, I had problems. I had right hip joint area pain, pain with movement, swelling, difficulty ambulating and standing for long periods of time, thigh pain; clicking and grinding of the device, and sciatic pain that never let up. I had 1 episode of cellulitis of my right leg. On (B)(6), 2013, I had revision of this hip. The old device was removed and a new device implanted. The old device almost wore a hole through my pelvis, and it was trying to dislocate out the front with every step I took. Also with the revision surgery I had a nerveplasty and muscleplasty. The revision surgery took 4.5 hours. The first device was terrible the entire time I had it. Why did you allow this to happen to me? Aren't you supposed to regulate or do quality control of these device companies? This ruined my life. I had to live with pain 10/10 for over 3 years.